Event description:
Affiliate reported that leakage was noted from the three-way cock 25 hrs after implantation and needed to be replaced.

Manufacturer narrative:
Upon completion of the evaluation, it was noted that the complaint has been confirmed. A slight leakage was noted on the three-way stop-cock. No lot number was provided for this device, the product code was found to be 82-1720. The device was examined by the affiliates, prior to be sent to medos for evaluation. The returned device was leak tested using slight air pressure: a slight and irregular air leakage was noted on the three-way stop-cock during the leak test. The eds2 was placed under water and slight air pressure was applied on the device. The stop-cock was also visually examined under microscope at appropriate magnification: no cracks or any other defects were noted on the three-way stop-cock. This is a highly isolated event. No lot history record review could be performed since lot info was not provided. No observations were made that would explain the leakage noted during the evaluation, this is a highly isolated event. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints.